Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The product code for the crosser cto recanalization catheter product is identified. For the reported malfunction, a lot number was provided, and a lot history review was performed. The sample was returned to the manufacturer for evaluation. After further evaluation, ,material separation was identified on the device. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model cre14s cto recanalization catheters experienced material separation and failure to advance. This report was received from one source. This malfunction involved a patient with no patient consequences. Age, weight, and gender was not provided for the patient.